Manufacturer narrative:
The reagent lot number is 702235. The expiration date was not provided. Calibration was last performed on 14-jun-2023. The qc recovery data provided showed sporadic results for calcium. The alarm trace showed multiple abnormal probe sucking and abnormal aspiration alarms around the time of the event. The field service engineer (fse) flushed the sample probe, adjusted the gear pump, adjusted the water rinse level, and replaced the reaction cell. Calibration and qc were performed successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit. H3 other text : na.

Event description:
There was an allegation of questionable ca2 calcium gen.2 results for 2 patient samples on a cobas 6000 c (501) module. The initial results were reported outside of the laboratory. The doctor questioned the results and the samples were repeated. On (B)(6) 2023, patient 1 had an initial ca2 result of 8.1 mg/dl. On (B)(6) 2023, the sample was repeated and the repeat result was 9.6 mg/dl. On (B)(6) 2023, patient 2 had an initial ca2 result of 7.6 mg/dl. The sample was repeated and the repeat result was 9.2 mg/dl. The repeat results were deemed correct.